Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged potential false positive results for a sample using the cobas® sars-cov-2/influenza a/b assay. The customer reported a sars-cov-2 positive, influenza a negative, and influenza b negative result for a sample analyzed on the cobas liat system. The customer stated there was no further confirmatory testing performed on the sample or a new sample. Patient sample was collected using nasopharyngeal synthetic swab with plastic shaft and 3 ml universal transport media (utm). As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The result was not reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged generating discrepant sars-cov-2 results on 14may2021 for one sample collected from a co-worker using the cobas® sars-cov-2 & influenza a/b nucleic acid test (b/n: 10315t) for use on the cobas® liat system serial number m1-e-12520. Customer had ran a patient sample, and got a positive result for sars-cov-2 on the liat. Repeat testing on the liat was also positive for sars-cov-2. There is no discrepancy for this sample. Customer decided to test a co-worker to verify their instrument, the result was positive sar-cov-2, negative influenza a, and negative influenza b. Repeat confirmation testing for the same sample was negative for all 3 targets on scfa. No harm alleged. Customer collects nasopharyngeal swabs using MRI clean technology 3ml utm np synthetic swab with plastic shaft which is considered off-label.

Manufacturer narrative:
A customer alleged generating discrepant sars-cov-2 results on 14may2021 for one sample collected from a co-worker using the cobas® sars-cov-2 & influenza a/b nucleic acid test (b/n: 10315t) for use on the cobas® liat system serial number (B)(4). Customer had ran a patient sample, and got a positive result for sars-cov-2 on the liat. Repeat testing on the liat was also positive for sars-cov-2. There is no discrepancy for this sample. Customer decided to test a co-worker to verify their instrument, the result was positive sar-cov-2, negative influenza a, and negative influenza b. Repeat confirmation testing for the same sample was negative for all 3 targets on scfa. No harm alleged. Customer collects nasopharyngeal swabs using MRI clean technology 3ml utm np synthetic swab with plastic shaft which is considered off-label. Customer has been informed of using a validated collection kit as listed in the scfa method sheet. Review of the provided data indicated there were two samples that generated sars positive results for the alleged date 14may2021 (run #1159, and #1160 using reagent lot 10308z) but without the sample ids, it is unknown which run corresponds to the alleged sample. However, it is possible that the lod sample shown in run #1160 generated the discrepant results as this was the last run in the data and the instrument shutdown afterwards. Run #1159 appears to be a true positive result. There are no patient sample runs for scfa lot 10315t (initially alleged lot), only a qc validation done on that lot on 13may21. No abnormalities in the curves for the entire dataset, dates 10mar21 through 14may21, noted. In totality, the information provided and investigation supports the conclusion that the sample likely has a low viral load that is known to produce wavering results on repeat testing and may not be detectable by the other assays. The liat instrument was sent back for repair due to hardware errors. Updated to reflect that the alleged patient sample is the co-worker's. Changed - lot no to 10308z per the data provided. (B)(4).